Event description:
The patient's explanted generator was discarded.

Event description:
Clinic notes were received for review in regards to a vns patient. It was noted in clinic visit dated (B)(6) 2012, the patient was having an increase in seizures. The patient's settings were as adjusted. They increased the magnet to 2.25ma. His device set at 1.75ma, 500msec for 60 sec every 1.8 min. It was reported he started having a lot of seizures out of the blue in the last two weeks and they started the patient on tranxene in the last few days and the family already noticed a significant improvement. It is unknown if their seizures were above or below their baseline rate. Additionally it was reported that the patient's generator was about to expire and they plan on replacing it in the future. No further information has been received at this time.

Event description:
Additional information was received that the patient's seizures were "getting bad" and their insurance will not cover the battery replacement. It is unknown if their battery is completely dead.

Event description:
It was previously reported the patient's generator would be replaced in the future. Additional information obtained on (B)(6) 2012 revealed that the patient's battery was replaced on (B)(6) 2012 and prescribed settings for the new generator were 0.5ma/ 20 sf/ 250 pw/ 30 seconds on time/ 5 minutes off time/ 0.75ma magnet output current/60 seconds magnet on time/ 500 usec magnet pw. No other information was obtained at this time and attempts will be made for return of the explanted generator.